Manufacturer narrative:
Per further regulatory review, it was determined that the manufacturer of record for the reported device related to this MDR was (B)(4). Msb was notified of this reported event.

Manufacturer narrative:
Patient information was not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's solera 4.75 driver was broken. This damaged occurred while removing screws. A second driver was brought in to be used to successfully remove the screws. There was a minimal delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacture date provided.